Event description:
It was reported to boston scientific corporation, that a hydratome rx sphincterotome was used to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6)2009. According to the complainant, while preparing for the case, difficulty was encountered while attempting to advance the tome through the scope. Additionally, the tome hung up at the scope elevator. The site further indicated that the elevator was all the way down and open when this problem occurred. As a result of these issues, the tip became damaged/deformed. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).